Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR.: a synergy ous mr 2.75 x 32 stent delivery system was returned for analysis. A visual examination of the stent found stent damaged with stent struts lifted at distal end. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 20-may-2022. It was reported that crossing difficulties were encountered. The patient presented with chest pain. The target lesion was located in the moderately tortuous and moderately calcified mid left circumflex artery. A 2.75 x 32 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed and the procedure was completed with a 2.75x32 non-boston scientific stent. No patient complications were reported and the patient was doing well. However, returned device analysis revealed stent damage.